Manufacturer narrative:
Per the cartridge instructions for use: humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing intermittent high blood glucose (bg) levels (300-500s mg/dl) which were addressed via correction bolus with the pump. Ketones were small to moderate and treated by consuming fluids. The pump supplies were changed multiple times. The contact alleged that the pump was not delivering insulin. The customer reverted to manual injections and bg improved. Tandem technical support (cts) performed a partial system check and no device issues were identified; however, the contact did not think the pump was delivering the correct amount of insulin. Reportedly, humalog was used in the cartridge for 3 days. Cts informed the contact that humalog was labeled for 48 hours when used in the cartridge. The contact acknowledged the information.